Manufacturer narrative:
Product analysis: further failure analysis was performed. Component level testing of the main printed circuit board (pcb) showed no anomalies and the main pcb tested within specification and passed all tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment that the external pulse generator's (epg) battery door was cracked and damaged, causing the battery contact to fall out and that the front cover was missing. Analysis determined that the epg failed the incoming functional test for inactive current drain measured current because the main printed circuit board (pcb) was electrically out of specification. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) battery door was cracked and damaged, causing the battery contact to fall out. It was also noted that the epg's outer cover was missing. There was no patient involvement.